Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced carbon bridge by performing a dxc pm c (preventive maintenance c) procedure to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. Code not available for carbon bridge.

Event description:
The customer reported receiving erroneous low patient results for sodium on the unicel dxc 600 pro synchron system. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.